Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the customer experienced hyperglycemia and alleged that the insulin pump was under delivering insulin. It was reported that on (B)(6) 2020 and (B)(6) 2020 , the customer had high blood glucose levels of 15.6 mmol/l at 5:45 am, 20.4 mmol/l at 6:30 am ; 20.9 mmmol/l at 7:00 am; 22.1 mmol/l at 9:30 am and 22.2 mmol/l at 11:30 am. It was reported that the customer changed the infusion set and had high blood glucose levels 26.1 mmol/l at 11:45. It was reported that the customer had current blood glucose levels of 8.4 mmol/l. The customer treated high blood glucose levels with manual injections. Customer believed that the insulin pump was broken and was not delivering insulin properly. The customer reported positive results in ketones test. It was reported that the customer had high blood glucose of 30.0 mmol/l. The customer was assisted with troubleshooting. Customer reported that the infusion set was changed on (B)(6) 2020. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer did allege pump was under delivering because after he treated with manual injections, he was ok. During troubleshooting, the customer was advised to disconnect the infusion set at the quick release. The customer notice air bubbles half way through the tubing. The customer was advised to remove the reservoir from the insulin pump. The customer was advised to tap reservoir to slowly push on the plunger of the reservoir. Air bubbles were successfully removed by the customer. The customer reported that there were no site issues and no leaks were noticed. The customer reported that the cannula on the infusion set looked normal. The customer declined to check for bolus wizard setting for accuracy. The customer declined to review the most recent bolus history to ensue boluses were accounted for and entered accurately. The insulin pump passed the displacement test. The insulin pump will not return for analysis